Event description:
On (B)(6) 2011, pt reported the piston rod on her infusion device is not delivering insulin. Pt stated she has been receiving elevated blood glucose readings since (B)(6) 2011. Pt reported her blood glucose levels went into the 200-300's mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt stated she self treated with an injection of insulin. Pt reported she attempted to prime the infusion tubing and no insulin came out of the tubing. Pt stated she attempted to prime 50.0 units of insulin in one infusion set tubing and when it would not prime, she attached a new tubing and attempted to prime 25.0 units of insulin and it would not prime. Pt reported before she attempted to prime the infusion device she had 200.0 units of insulin and after she prime, the amount of insulin remained the same. Pt stated no insulin got into the chamber of the infusion device before this occurred. Pt switched to her backup infusion device and her blood glucose returned to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.